Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device available for eval "asku" updated to "no".

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. The 2.8x16mm graftmaster rx failed to cross. There were no adverse patient sequela and no clinically significant delay reported in the procedure. Subsequently, to the initial being filed it was confirmed the perforation sealed with an unspecified balloon. The graftmaster failed to cross due to anatomy. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. The 2.8x16mm graftmaster rx failed to cross. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.